Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 66 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was brought into the emergency room (ER) last night and it was determined there was a build up of fluid at the spine. The patient had a "rough transfer" which may have irritated and led to this however it was uncertain at this time. They performed a catheter dye study yesterday it looked like the dye was leaking out prematurely (t10-t11). The facility was newer at managing pumps so they might be confusing the premature leak with the 6 holes at the tip of the catheter. They ran a computerized tomography (CT) scan and everything looked normal and the tip of the catheter was in the intrathecal space. The patient did have a slight headache yesterday as well. The hcp was wondering if there could be a cerebrospinal fluid (csf) leak or a duratear in the catheter. The rep didn't believe there were any issues with the implant or anything prior to yesterdays event that would have led to this but she would ask. The hcp was thinking about either placing an abdominal binder or do exploratory surgery to see if there was a tear with the catheter. The rep did not know if the patient had any withdrawal/underdose symptoms but would ask. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient had a cerebrospinal fluid (csf) leak around the area where the anchor was. The cause of fluid buildup/headache seemed like it was due to a csf leak. Patient was placed in an abdominal binder to see if the leak would resolve. It was unknown at this time if the issue had resolved. No further complications were reported.